Event description:
Healthcare professional reported "capsular contracture, baker grade IV, device migration/implant malposition, other" via the national breast implant registry (nbir). This record is for the left side. The device was explanted and it is unknown if the device will be returned.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, device migration/implant malposition.